Event description:
It was reported that during unpackaging of the 3.0x28mm device, the protective sheath was difficult to remove and the protective sheath separated; thus the device was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another device was used to successfully complete the procedure. There was no additional information provided. The device was returned with the proximal seal and inner member separated.

Manufacturer narrative:
(B)(4). Evaluation summary: although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us. The device was returned for evaluation. The reported separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.